Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005, patient presented with following pre-op diagnoses: recalcitrant low back pain; lower extremity pain, previous surgical interventions. For which, patient underwent following procedures: posterior instrumented fusion with iliac crest bone graft and bone morphogenic protein, l4-5; decompression, l4-5. Patient tolerated the procedure well without any intraoperative complications.